Event description:
During the procedure, the handel broke. There was no serious injury reported.

Manufacturer narrative:
The eval of the device and the completion of this report are on hold until the device can be evaluated. A follow-up report will be submitted when the investigation is completed.